Manufacturer narrative:
The complaint sample was not returned for evaluation. A retention sample from product code 3cxxrx25re lot tk10 was obtained for testing. Visual inspection was performed on the manifold from the retention sample, and no anomalies were noted. The manifold line was then pressure tested by submerging the sample in a water bath and manually pressurizing the line with a syringe to approximately 1000mmhg for 30 seconds. No leaks were observed during the test and the sample was confirmed to be within specification. The description of the event stated that the leak occurred at the molded fitting, which suggests the leak occurred at one of the l shaped luer connectors. It is possible that damage occurred to the connector or manifold line at some point during shipping and handling causing a crack in the component. It is also possible that the connector was not securely connected to the manifold prior to initiating bypass, allowing blood to leak between the connection. Manifolds are 100% leak tested in process and 100% visually inspected during final assembly; therefore, if any damage had occurred to the component causing it to leak, it would have occurred after the product was leak tested and likely to have occurred after the final packaging of the device. A review of the device history records revealed no production related anomalies. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, blood leaked in the manifold from the molded fitting. Approximately 1cc blood loss. Product was not changed out. Surgery was completed successfully without delay.